Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient works in a chicken plant and since she has gone back to work 2-3 days after implant, she has had issues with her device cutting off and getting shocks in her back. Pt said it will happen if she is just walking through the plant or sitting at her desk in her office at work. Pt said she has tried to stay in office and not go too far. Pt said if she doesn't have it at least at 0.7 volts she is still going. Pt has the device for bladder frequency. Pt said when she doesn't feel the stim she checks it and the controller says the session has timed out or it shows the stim off at 0.0 volts and she has to increase the stim back up to 0.7 v. Pt said she went to work the following monday after surgery which was 2-3 days later so she was still in pain from the surgery, so she didn't think anything of it. Pt said she is trying to get a clear understanding of x-ray, metal detectors, and generators and how far to stay away from them because they are in the plant. Pt said there is only one spot in the break room that doesn't affect her. Pt said she has kept a diary and she has shut off the device going through the plant until she gets to her desk and turns on the stim and that didn't resolve the issue. Pt was advised that she could shut the device off while at work to avoid shocking and the guidelines of emi were reviewed. Caller was advised she could see if her company wants to hire an environmental specialist that can measure the emi throughout the facility to see where she might not be affected. Pt got mad and disconnected the call. No further complications were reported or are anticipated.